Event description:
Healthcare professional reported left side deflation. The device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ deflation: observed opening on valve bond edge side assessed as unidentified (tear) opening. ¿ delamination: no observed. ¿ particles in valve: no observed. Additional observations: ¿ no other observations observed. No further actions are required as the device was implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d9, h3, h6.

Event description:
Later, healthcare professional reported "particles in valve" and "valve delaminated from shell".

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. The device has been explanted.